Event description:
According to the initial reporter, the tip of the needle broke off in the liver. Patient was getting a CT scan to confirm. It was confirmed that needle is stuck in cancerous liver lesion and not problematic and not expected to be.

Manufacturer narrative:
D2) echotip procore high definition ultrasound biopsy needle.